Event description:
The patient presented at follow-up with inappropriate therapies. The physician suspected a lead fracture as a result of noise observed on theegm. When the patient was brought to the lab, an alert message was detected, high voltage lead impedance too low. The decision was made to explant the lead when make beak potentials were observed.